Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump has had issues with the low battery alarm. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the low battery alarm. The customer changed the battery and received a low battery alarm 8 hours later. The customer did not identify any battery compartment damage. The customer changed the battery and then received a low battery alarm right away. Additionally, the customer mentioned that she had a low blood glucose event last night which she treated with orange juice. The customer has also had to treat with glucagon injections on prior occasions of low blood glucose. The insulin pump will be returned for analysis and a replacement device will be sent to the customer.